Manufacturer narrative:
(B)(4): analysis of the lead (serial # (B)(4)) revealed all four conductors were broken 9.5 centimeters from the proximal end where the coils were severely crushed. Analysis of the boot revealed there breached cuts where the sutures were tied.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3387-40, serial# (B)(4). Product type: lead. (B)(4). (B)(6).

Event description:
It was reported that the patient experienced sub-optimal therapy. A fracture/breakage was found in one of the patient¿s lead. It was noted that only the lead was replaced. It was later reported that it was unclear to which lead was placed in which side of the brain. It was noted that the patient came through the surgery well and was recovering as of reported date.